Event description:
The customer reported that their device would not power on with ac or dc power. There was no patient use reported to have been associated with the reported device failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.